Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ ni. Device product code ¿ ni. Expiration date ¿ ni. Date implanted ¿ ni. Date explanted ¿ ni. Initial reporter ¿ ni. Manufacture date ¿ ni. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2012-02338 / 2016-02752 / 02754 / 02755 / 02756 / 02776). Device location unknown.

Event description:
Patient underwent a hip revision due to infection. All components were removed and cement spacers were implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.